Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the system controller (sc) pcb, user interface (ui) pcb and patient parameters (pp) pcb assemblies, as well as the ui to stack flex assembly. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed pp pcb assembly and determined that the cause of the reported issue was an electrically shorted integrated circuit (ic) chip, designator u5. It was observed that the shorted ic chip, designator u5, caused a fuse, designator f3, to be open which led to the unit resetting during boot-up. The sc and ui pcb assemblies, as well as the ui to stack flex assembly, were ancillary parts and there were no failures observed.

Event description:
The customer contacted physio-control to report that during a recent patient event a service indicator appeared and non-critical event codes were logged in the device's memory. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Upon evaluation of the customer's device, physio-control observed that the unit would reset by itself during boot-up.